Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's pads were expired. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. During the AED's automated self-test, the AED would have identified that the pads were expired and attempted to alert the user by flashing its red asi and chirping. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. The cause of the AED reporting "replace battery pack now" was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.